Event description:
The reporter stated that the surgeon inserted a aa4203tl toric silicone lens. The lens tore upon insertion into the eye. The lens was cut in half to remove from the eye without enlarging the incision. No suture was required. No patient innury. It was unknown what caused the lens to tear.